Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 1 month following the implant of a transcatheter aortic valve, an ascending aortic dissection was observed. It was determined to be a late-onset dissection. A computed tomography (CT) scan was performed that revealed the entry point is where the valve frame came into contact. Approximately 3 weeks following the onset of the dissection, the dissection had localized and the patient's symptoms stabilized. The patient is currently under observation. Additional information was received indicating that there is a possibility the guidewire contributed to the event. There is also a p ossibility that the valve contributed to the event. There is a possibility the delivery catheter system contributed to the dissection as well. Treatment involved "follow-up".

Event description:
It was reported that approximately 1 year and 1 month following the implant of a transcatheter aortic valve, an ascending aortic dissection was observed. It was determined to be a late-onset dissection. A computed tomography (CT) scan was performed that revealed the entry point is where the valve frame came into contact. Approximately 3 weeks following the onset of the dissection, the dissection had localized and the patient's symptoms stabilized. The patient is currently under observation.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012050580); product type: 0195-heart valves; implant date n/a; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 1 month following the implant of a transcatheter aortic valve, an ascending aortic dissection was observed. It was determined to be a late-onset dissection. A computed tomography (CT) scan was performed that revealed the entry point is where the valve frame came into contact. Approximately 3 weeks following the onset of the dissection, the dissection had localized and the patient's symptoms stabilized. The patient is currently under observation. Additional information was received indicating that there is a possibility the guidewire contributed to the event. There is also a possibility that the valve contributed to the event. There is a possibility the delivery catheter system contributed to the dissection as well. Treatment involved "follow-up". Additional information was received indicating that follow-up consisted of observation only, no intervention was performed. The guidewire used was a non-medtronic device.